Event description:
A (B)(6) female who underwent screening upper endoscopy for personal history of nonpolyposis hereditary colon cancer syndrome. During her procedure, an erythematous region was noted in the stomach that was biopsied once with cold forceps; this bled more than usual, so it was felt indicated to treat this with the application of cautery. A 7 french gold probe was inserted through the endoscope channel, and the tech set the olympus esg-100 setting to "coag" at a setting of 20 watts (the coag button is colored blue, on the esg-100 unit). However, the endoscopist stepped on the yellow foot pedal, and the esg-100 then immediately converted to the yellow "cut" setting of 160 wats (even through the esg-100 unit was set to "coag," the blue button). Within less than 2 seconds after cautery, a small perforation was created through the stomach. This was treated with application of resolution clips which successfully closed the defect, the pt underwent CT (confirming peritoneal air from perforation, although a subsequent CT showed no gastrograffin leakage from stomach), was placed on cipro/flagyl IV, treated conservatively, and was hospitalized until discharge on (B)(6). Although the operator stepped on the yellow pedal (rather than the blue pedal), it would be more optimal if there would be a safety system in place to prevent the esg-100 from immediately switching from a pre-selected setting (already selected/pushed on the esg-100 unit itself) if the wrong pedal is pushed. I could envision a future case where an endoscopist inadvertently steps on the wrong pedal, and it would be optimal to have a safety system in place such that, if the esg-100 unit itself is pre-selected for "cog" (the blue button), a noise or error sound/signal is made (without discharge of energy) if the endoscopist steps on the other (e.g., yellow, "cut") pedal.